Event description:
It was reported that the patient presented for a device upgrade procedure. Following the procedure, it was noted that the right-ventricular (rv) lead exhibited sensing of noise and the right-atrial (ra) exhibited oversensing of noise resulting in inappropriate automatic mode switch (ams). As a resolution the rv and ra leads were explanted and replaced. Additionally, a previously implanted rv lead which was capped on (B)(6) 2014 due to unknown reasopn was explanted as well. The patient condition was stable.